Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Here it appears to be from the dcs interaction. Dislodge events are typically not related to a device malfunction, as is the case here. Dislodgement of the valve by the dcs is related to operator technique or experience; the device instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. In this case, the patient was borderline between a 23 millimeter (mm) valve and a 26 mm valve and may have caused a sizing issue. No images from the procedure were received for review and given the limited information, the root cause of the dislodgement event cannot be confirmed and a relationship to the dcs cannot be established. The issue was resolved through the implant of another valve. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. This event does not indicate device misuse or malfunction. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e vproplus-26us, serial/lot #: (B)(4), ubd: 28-apr-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient was borderline between a 23 millimeter (mm) valve and a 26 mm valve. The implanting team decided to use the 26 mm valve (and the valve was deployed and released. Upon retrieval of the delivery catheter system (dcs), the nose cone of the dcs hit the edge of the frame of the valve dislodging the valve into the ascending aorta. A 23 mm valve was prepped and deployed uneventfully. No additional adverse patient effects were reported.